Event description:
It was reported to philips that during a mechanical thrombectomy to treat a stroke, the allura xper fd20/20 lateral arm malfunctioned. The mechanical thrombectomy could not be performed as intended. Reperfusion was not obtained. During the procedure, the patient required resuscitation twice. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips received a complaint that on the 15th of april 2023, the allura xper fd20/20 lateral arm stopped functioning and, as a result, a mechanical thrombectomy could not be performed as intended. The physician was unable to remove the clot and the part of the brain that was not receiving blood flow remained blocked. Philips has completed a good faith effort to get further information on the patient outcome, the customer however, refused to provide further details on the patient and their outcome. Two days after the first reported incident, philips was informed that the lateral arm was not working during a second procedure on the 17th of april 2023. No patient harm was reported to philips in relation to this second procedure. A philips field service engineer (fse) visited the site and analyzed the log files which identified an issue with the frontal image processing pc (ippc) hard drive. An analysis of the log files for the incident on 17 april 2023 further identified lateral ippc hard drive failures. The fse reformatted the lateral ippc hard drives and re-created the image store. Further log file analysis was conducted which identified the most likely causes to be a full image disk on the lateral ippc hard drive and a slow starting frontal ippc hard drive. The lateral ippc hard drive issue is being corrected through the field safety corrective action 2023-igt-bst-027 - [z-1152-2024]. The lateral ippc hard drive for this system was replaced in accordance with the medical device correction in february 2024. The frontal ippc hard drive was also replaced during this service activity. The system was returned to good working order. Codes have been updated based on investigation outcome.